Event description:
In 2008, the patient reported his infusion tubing completely separated from the luer connection. His blood glucose elevated to 360 mg/dl. His target blood glucose range is 115-125 mg/dl. He stated this is the second time that he has experienced this issue. He stated the infusion tubing had been in use for one week. He stated that he is blind and unable to read package inserts. He stated he was unaware of the infusion set recall. He was educated on the recall. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.